Event description:
It was reported the device had a force sensor error. No patient injury reported.

Manufacturer narrative:
The device was received with seals broken and right plunger case cracked. Device history log showed force sensor test error. Occlusion test was unable to duplicate the force sensor bridge test error during occlusion test, also all the reading of force sensor were within the required manufactured specs. The root cause unable to determine. The tech replaced plunger cable for preventive. Performed occlusion test which passed. Remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.